Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product type: {0195-heartvalves}; product ID: [22 mm dilatation balloon}; product type: {balloon aortic valvuloplasty}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a post-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic balloon. Subsequently, an annular rupture was observed and surgical repair was performed to explant the transcatheter valve and address the tear. It was reported that the post-implant bav and calcification contributed to the annular rupture.

Event description:
Additional information was received which confirmed that per the physician, the cause of death was the annular rupture related to the post-implant bav.

Manufacturer narrative:
Updated data: b2. Date of death added b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the post-implant bav was performed due to a constrained valve on echocardiogram, and an elevated gradient of 14 millimeters of mercury (mm hg). A non-compliant balloon was used and 1 inflation was performed for 5 seconds using a 30 cubic centimeter (cc) syringe. A pressure gauge was not used. Subsequently, information was received that the patient died.

Manufacturer narrative:
Updated data: b1. B2. B5. H1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.